Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with saline mentor smooth round high profile 290cc breast implants and suffered several unexplained systemic symptoms, including ear pressure and ringing, allergies, runny nose, throat clearing from post-nasal drip, sore throat, asthma, sob, coughing, eye twitching, popping jaw, fatigue, shoulder pain, neck and upper back pain, right side capsular contracture baker grade IV, left breast pain, knee pain, sciatica pain, anxiety, depression, brain fog, forgetfulness, headaches, dizziness, sensitivity to sounds and smells, mood swings, low libido, hair loss, armpit odor, metallic smell, frequent urination with strong metal odor, rash on chest, dry skin and scalp, hot flushes, and two babies born prematurely, one child with tourette¿s syndrome. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the first of two devices. The device lot number 159771 was initially reported for one of the devices. However, lot number 259771 will be used for both devices since lot number 159771 corresponds to a different catalog number than the one initially reported. Due to the lot numbers being only one digit apart, it is possible a data entry error was committed.